Event description:
The customer reported the device shut down and would not power back up. Patient involvement unknown.

Manufacturer narrative:
This customer returned power management (pm) board was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.